Event description:
It was reported that the user ran out of cgm sensors and stated the ilet was not working, was not wearing or using the ilet for about a week, and the device was found unpowered until instructed to place it on the charger; the user had previously exhausted bg run mode and reported no backup therapy, and the issue aligned with an incorrect procedure or method with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed no device problem, with a usage problem identified and an error related to failure to follow instructions, and no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.